Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.